Event description:
During laparoscopic case, the plastic insulated tip of a laparoscopic harmonic scalpel broke off while still inside the pt. Instrument was removed from field and the broken piece was accounted for. FDA safety report ID# (B)(4).